Event description:
Left breast implant failed and had to be removed. This implant was apparently mailed to the MFR by the physician and returned to hosp as postal service would not deliver. Breast implant is available for inspection but in accordance with hosp policy, the implant will remain at the hosp.